Manufacturer narrative:
The reported event of dislodgement during implant post tether mode was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was out of specification consistent with happening during procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged to the left atrium after release. The lp was retrieved. The patient was in stable condition.